Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The black foreign material came from the component of the silicone based on a component analysis. Since silicon is used for various use, the exact cause of the reported phenomenon could not be conclusively determined. Since the foreign material is black, it is possible that the foreign material is a silicon tube or packing.

Event description:
Olympus medical systems corp. (Omsc) confirmed the subject device to investigate the complaint. Omsc found that the foreign material adhering to the inside of the nozzle of the distal end of the insertion tube of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.